Manufacturer narrative:
On (B)(6) 2018: the philip's field service engineer (fse) evaluated the device and advised the customer to swap out the power management (pm) board. Reportedly, the customer ordered a new pm board.

Event description:
It was reported that the ventilator would not switch to battery power when alternating current (ac) power is disconnected. There was no patient involvement. The event date was not specified, estimate used.